Manufacturer narrative:
The device history record was reviewed, and no abnormalities were noted. Historical trending was done. The sample was received and evaluated. The stimulation test was performed, and no irritation developed in the individuals who wore the returned gloves. At this time, the potential root cause can not be identified. A small percentage of the population may experience allergic reaction to some of the anti-oxidants and accelerators, which may be added during the manufacturing process. Some reactions may be caused by contact dermatitis, and may not be allergic in nature at all. The supplier was apprised of the complaint. They proactively implemented changes in their leaching process in an effort to further wash off chemicals/accelerators which may be used in the manufacturing process. This was done to further reduce the occurrence of irritation. We will continue to monitor for complaints of this nature.

Manufacturer narrative:
Complaint and sample forwarded to manufacturing facility for investigation. Follow up medwatch will be filed when the investigation is completed.

Event description:
Assistant lab manager developed itching, skin rash, redness and shortness of breath. She went to the ER where she was given solumedrol 125mg IV, benadryl 25mg IV, and pepcid 20mg IV. She was sent home with a medrol dose pack and benadryl. On 5/19 she started having respiratory congestion and felt this may be a continuation of the allergic reaction, so she was sent to the worker comp physician who is looking into sending her to an allergist.